Manufacturer narrative:
(B)(4). Insulin pump received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart alarm due to failed batt test alarm.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The customer's blood glucose value was unknown at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. It was reported that the unexpected restart alarm was recurring during normal the insulin pump use. The customer stated that received the same alarms over the weekend. It was reported that now it turned off, and it would not turn on even though they changed the battery. The customer again received the unexpected restart alarm 4-5 times back to back. The customer was able to clear the alarm and rewind but would get another alarm after. The device will be returned for analysis.